Manufacturer narrative:
A field service engineer visited the customer site. The fse confirmed the customer reported issue. After completing the audio test in the diagnostics menu, the device returned to full functionality. No parts were replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the speaker is malfunctioning and cannot be turned on. The device was not in use on a patient at the time of the event. There was no adverse event reported.